Event description:
The customer reported that while adjusting pt's settings, the respiratory therapist inadvertently set the breath rate to 50 bpm. The intended settings included a tidal volume of 500ml, peak flow 70 lpm, breath rate of 12 bpm, fi02 of 0.4. The peak pressure alarm was adjusted to 70 cm h20. The therapist mistakenly adjusted the breath rate instead of the high breath rate alarm. Approximately 7-8 minutes later, the nurse noted the pt appeared to be spontaneously breathing at a rate of 50 bpm. The nurse then noted that the pt was in cardiopulmonary arrest, despite no indication of such on the cardiac monitor. This was reportedly due to the pt's pacemaker activating at a rate sufficient to prevent activation of the heart rate alarm. Resuscitation attempts failed to revive the pt. The ventilator was subsequently inspected by the mallinckrodt field service representative and no malfunctions were noted at that time. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.